Event description:
It was reported via repair work order that the power cord was missing a ground pin. It was also reported that the motion interrupt pan was improperly fastened due to stripped fastening holes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.